Manufacturer narrative:
On 07/18/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the replacement devices were saline mentor smooth round moderate profile 375cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/26/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Brown and white material were observed within the device. Brown material was observed on the shell surface. During visual examination of the device, product evaluation team observed creases on the posterior view extending to the anterior. Leak testing was performed in accordance with mentor procedures and one leak site was detected; a rent measuring less than 0.1 cm discovered within a crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of the creases or the origin of the brown and white material observed. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/17/18, it was reported to mentor that the patient experienced capsular contracture grade 2 bilaterally. The patient tolerated the procedure well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 375 cc , catalog number 3501660, serial (B)(4), lot number 5827272. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 375 cc and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional on physical examination. As a result, the patient will undergo removal and replacement with saline mentor breast implant on (B)(6) 2018. The patient currently is not experiencing any complications.

Manufacturer narrative:
On 07/11/18, it was reported to mentor that the replacement devices were saline mentor smooth round moderate profile 375cc. Manufacturer¿s reference number: (B)(4).